Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003 - the patient underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, sacrocolpopexy and an mmk procedure with implant of a bard/ davol flat mesh. On (B)(6) 2008 - the patient was diagnosed with urge and stress urinary incontinence and pelvic organ prolapse. The patient underwent implant of a non-bard davol pubovaginal sling and a diagnostic hystero-urethroscopy. The op details did not mention any visualization or involvement of the previously implanted bard/ davol flat mesh.